Event description:
Device is permobil f5vs power wheelchair. Has broken 3 casters causing powerchair to tip over. The caster stem broke where stem enters caster body. Casters of previous power wheelchairs were machined from solid steel and welded into caster frame. These caster stems were of lower quality. Instead of solid steel the stem shaft is composed of a hard outer shell with a soft center. This is molded into offset caster frame. On (B)(4) 2019, manufacturer rep came to examine problem. He stated that the parts used in their products were lower quality since the parts are being made in (B)(4) instead of (B)(4). Further he stated that paper specifications of their power chairs did not relate to real world applications. Apparently failure reports of this problem are not being recorded in equipment history files. My chair and a friend with identical f5vs chair have same problem with chair not remembering setup programming during an overnight charge. We have been trying to get this fixed since the chairs were delivered. In addition my chair had three runaway failures where the power chair rapidly moved forward without input from joystick. The first time it ran me into the side of my van. The second time it ran me into a hedge. The third time it rammed my left knee into a large tool box severely cutting my knee. Still have scar on that knee and daily pain from that injury. I have numerous photos of broken/substandard caster stem. Photos available. Voice recordings available.